Event description:
I underwent contoura lasik in fall 2022. Although my myopia was corrected, I developed severe higher-order aberrations (hoas) immediately after surgery, including halos, starbursts, and glare. These symptoms have persisted and worsen in low-light conditions due to my large pupil size (~8 mm). Wavefront aberrometry confirmed elevated spherical aberration and horizontal coma values compared to average pre-lasik levels, correlating with my reported symptoms. Despite being able to read a 20/20 chart, my functional vision is impaired. At night, halos from taillights and headlights obstruct my ability to drive safely, and lane changes are hazardous as light scatter interferes with side mirror visibility. In the morning and during bright daylight, I also experience halos, glare, and starbursts when looking at headlights or other bright light sources. Indoors, I see halos and starbursts around text on digital devices, especially when using dark mode. Everyday tasks, such as using my phone or apps with dark backgrounds, have become extremely difficult. These complications have substantially reduced my quality of life. Before lasik, I was an active pilot, but I can no longer fly safely. I also struggle to enjoy movies and other routine activities. The emotional impact has included anxiety, stress, and hopelessness. When I reported these issues, I was advised to use glasses and over-the-counter drops, but these provided no improvement. My request to consider scleral lenses was initially dismissed, with the explanation that they would not help. I later learned through my own research that scleral lenses can reduce higher-order aberrations. Without guidance from the lasik clinic, I sought out a specialist independently, paid out of pocket, and confirmed that scleral lenses do provide meaningful improvement, though they are costly and need regular replacement. I am now being fitted with custom wavefront-guided scleral lenses, which cost approximately $5,000 per pair with expected annual replacements. These lenses significantly reduce hoas but do not eliminate them, and I continue to experience residual visual aberrations. This outcome has caused lasting disability in my daily life. Activities requiring clear vision--including flying, driving, and using digital devices in dark mode--are unsafe or severely impaired. I was told that most patients do not have higher-order aberrations after the cornea heals and that long-term complications of this nature are rare. However, I did not understand how serious or permanent these complications could be, nor was I given clear guidance on how to manage or treat them if they became permanent. The inconvenience of glasses would have been far preferable to the ongoing harm I now experience. I regret undergoing lasik and wish I had been better informed about the true risks of hoas and other long-term complications.